Manufacturer narrative:
(B)(4). D10: 11-104256 biomet mlry-hd hexlc acet shl 56mm, 227820, 104112 biomet m/h por collared fmrl 12.0x165, 227820, 163662 biomet 28mm mod hd std neck tp1 taper, 385090, g2: foreign country: australia. The device will not be returned for analysis, per the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 34 (thirty-four) years after initial implantation due to implant loosening from eccentric poly wear. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: d4 expiration date, d5 updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.